Event description:
It was reported that the laser console prompt, case saver mode. The patient had already been sedated at the time of the console prompt. The procedure could not be completed due to this event and there was no serious injury to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, an onsite inspection was conducted by a field service engineer (fse). Visual inspection of the console revealed error 253 and the optics misaligned thus confirming the reported allegation. The optics near and far alignment controlled, and the laser power were recalibrated. The instructions for use (IFU) mentions the case saver mode is a system state that enables the user to continue using the system safely; however, with reduce power capability. Based on fse service, the optics near and far alignment-controlled component, and laser power were recalibrated. After recalibrating the laser power and controlling the alignment for the optics the console was working as intended. It is likely that the optics were misaligned, resulting in the out of calibration of the power; therefore, contributing to the reported event which resulted in the event being aborted.

Event description:
It was reported that the laser console prompt, case saver mode. The patient had already been sedated at the time of the console prompt. The procedure could not be completed due to this event. There was no serious injury to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.